Event description:
It was reported that the patient underwent a cervical fusion using anterior plate and screws. The self drilling screw at lower left side backed out and fell to the lower cervical area. The revision surgery was performed approximately 9 months post op. The backed out screw was removed from an adjacent site of esophagus. Reportedly the locking mechanism is intact. No other complications were reported.

Manufacturer narrative:
(B)(4): implant date is (B)(6) 2009. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. A review of device history records is not possible at this time without additional device information.